Manufacturer narrative:
The author of the article was contacted for additional information regarding the boston scientific patient population identified in the article. No specific patient, product, or asset information was provided. (B)(4).

Event description:
Boston scientific received information from a journal article review that described outcomes of a cohort of pediatric and congenital heart disease patients receiving implantable cardioverter defibrillators (icds), with a focus on system complications and the need for system revision. Data was collected from electronic medical records, hospital device databases, and industry remote monitoring databases. There were a total of 191 ICD systems implanted in 131 patients. Eleven patients had boston scientific devices. Of the cohort, 43 patients required 60 ICD revisions: 32 were due to lead malfunctions/fracture; 7 were due to defibrillation failure; 5 were due to lead sub-optional positioning or dislodgement; 3 were due to infection; 2 were due to a loose header; 2 were due to lead perforation; and 3 for reasons classified as "other." The study concluded that the rate of system revision was significantly higher for pediatric patients when compared to adults. Additionally, the authors commented that in this study, the rate of system revision was similar to the rate of receiving appropriate therapy.